Event description:
It was reported via clinic notes dated (B)(6) 2010 that the patient had 6 seizures in 3 months including several in one week. All seizures have been myoclonic and occurred in the morning. Patient denied missing any medication. The physician adjusted the vns settings. Later clinic notes indicate the patient has been seizure-free recently and is doing well with vns. It is unknown if the seizures were an increase of what the cause was. Attempts for further information have been unsuccessful to date.

Event description:
Further information from the physician reveals that the physician feels the increased seizures were due to low generator battery. Everything is fine and patient doing well since the battery change. The physician feels issues resolved with battery change. No further information provided.

Event description:
It was reported that the patient underwent a generator replacement surgery on (B)(6) 2011 due to eri = yes. The explanted generator was discarded and cannot be returned to manufacturer for analysis.